Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a manufacturing defect. This issue is being investigated through CAPA.

Event description:
Baxter received a report that an intermate leaked into the housing after filling. The device was filled with a solution of 2 mg ceftriaxone in normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: baxter received one sample for evaluation. Visual examination of the unit noted that approximately 100 ml of solution was inside of the housing. Therefore, the reported condition of a leak was confirmed. The cause of the leak was determined to be a ruptured reservoir. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.